Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged malfunction alarm 5 and 7: it was reported that a malfunction alarm 5 or 7 occurred. The issue was resolved by resetting the pump or reverting to an alternate method of insulin therapy. There was no adverse impact to the user.